Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the nurse found blood leakage on the linen, leakage was found at the t-port connector. The nurse tried to reconnect the connector, but blood still leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. Visual examination of the set noted 1 vertical crack on the green female luer adapter. No other visual defects were noted. The set was pressure tested per specification with failing results as leakage was noted at the location of the crack. The returned set confirmed the reported defect leakage. While we are unable to confirm the exact root cause of the reported incident, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.